Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door after cancelling treatment due to fill complications encountered during fill three of five. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the patient was able to complete peritoneal dialysis treatments by performing manuals exchanges. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler, which is working well, and is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual complaint device was not available for physical evaluation, however, two companion samples from the same lot were returned to the manufacturer for investigation. A visual examination of the returned companion samples found the samples to be acceptable. The results of the dimensional inspection performed on the companion samples using a digital caliper were acceptable. During the simulated use test, there were no air bubbles, leaks or other issues were detected. The device worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. There were no deviations or non-conformances during the manufacturing process in addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. The evaluation of the companion sample confirmed that the device functioned fully as designed and met specification. Therefore, the complaint has been deemed unconfirmed.